Event description:
Patient came to e.r with a dislocated hip. Upon x-ray it appeared that the trunnion was broken. Patient went to surgery where it was discovered to be a severely damaged trunnion. Stem and head were removed and replaced with another system.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding a damaged trunnion involving an accolade plus tmzf hip stem #4 was reported. The event was confirmed. Insufficient medical records were provided for review. Clinical consultant could confirm event based on x-rays. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. Further information such as operative reports, medical records, clinical history, and the reported device is needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
Patient came to e.r with a dislocated hip. Upon x-ray it appeared that the trunnion was broken. Patient went to surgery where it was discovered to be a severely damaged trunnion. Stem and head were removed and replaced with another system.